Manufacturer narrative:
(B)(4). Date received by manufacturer - correction from "04/14/2019" to "04/15/2019."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.